Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) has been oversensing noise on the right ventricular pace/sense channel. The sensitivity was the crt-d was increased and a revision procedure is being planned later in time to address this event. For now the crt-d remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates surgical intervention was performed and the pace/sense portion of the competitor right ventricular (rv) lead was removed from service. The crt-d remains implanted and in service. No additional adverse patient effects were reported.